Event description:
It was reported to philips that a generator error occurred stating busy starting up, no x-ray possible on an azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the xsc certeray and hivo transformer, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).